Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. (B)(4) - the reported event of jaws won't open. (B)(4) - won't open. A visual examination of the returned device found that the washer tail was bent. Functionally the device jaws would not open correctly and move together in the same direction forming "l" shape. Measurements of the wire curves found that one was out of specification and could have caused the jaws to move together in the same direction. Additionally, no abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint that the jaws would not open. However, during device evaluation it was found that the washer-tail was bent. The most probable root cause is manufacturing due to the improper curve forming. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colon biopsy procedure. According to the complainant, during the procedure, after successfully taking a sample, difficulty was encountered getting the forceps to open once removed from the scope. The device was manipulated repeatedly to retrieve the sample. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; washer-tail bent.